Event description:
Device returned to MFR without any explanation of reason for return. Follow up with hcp revealed that the "pt complained about unpleasant jolts of stimulation. Pt would get jolts so strong it would break pt's knees." Upon explant surgeon could see nothing overtly wrong with the lead except possibly the insulation looked thinner at one point, but not broken.